Event description:
In 2009, the lay user/pt contacted lifescan alleging an error "5" issue with a one touch ultrasmart meter. The pt indicated that the alleged issue started on the day prior, at 10:50 pm. Thirty minutes after the alleged "error 5" issue began, the pt claimed that she developed symptoms of cold sweats and feeling woozy. When the symptoms started, the pt administered self-treatment by eating food and/or drinking a beverage. The pt denied that her blood glucose was tested on another device during the time of concern. The alleged issue was not resolved with troubleshooting. The meter, test stirps, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.